Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the prograsp forceps instrument broke while being used by surgeon during procedure. It broke at the joint and wire can be seen sticking out of the joint. It was unknown if fragments fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.